Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Correction: h6 health effect - impact code; h6 health effect - clinical code. A review of the provided picture identifies a piece of grey material; it may be porous coat but due to the quality of the photograph this cannot be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown oxford bearing; lot# unknown. Unknown oxford femoral component; lot# unknown. G2- canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery, a small fragment of porous metal was observed to have fallen off the implant. However, the remainder of the implant appeared to be in good condition both visually and upon examination. It is believed, though not confirmed, that the metal fragment originated from the tibial tray. Attempts have been made and all additional information received has been included in this report.